Manufacturer narrative:
The t:flex pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered a 30 unit bolus instead of a 3 units bolus. Reportedly, the customer noticed the entry error right away, and attempted to cancel the bolus; however the pump shut off due to normal battery depletion. Customer reloaded the cartridge onto the pump and successfully resumed insulin delivery. Customer had elevated blood glucose (bg) levels (289 mg/dl). Attempts were made to follow up with the customer on the reported issue. No response from the customer was received.